Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated. During the evaluation it was found that the chiller assembly was not working properly. (Arctic sun 5000) 113 reduced water temperature control. Chiller assembly was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has low flow problem. Per review of wo on 09jun2025, there was no patient involvement. Per follow up information received via mail on 17jun2025, they were waiting customer approval. Per additional information received via mail on 28jul2025, they repaired the device on the customer site. The issue was low flow rate problem. They replaced a circulation pump, and then they found cooling malfunction. Chiller assembly was defective. They replaced a chiller assembly, and all issues were resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has low flow problem. Per review of wo on 09jun2025, there was no patient involvement. Per follow up information received via mail on 17jun2025, they were waiting customer approval. Per additional information received via mail on 28jul2025, they repaired the device on the customer site. The issue was low flow rate problem. They replaced a circulation pump, and then they found cooling malfunction. Chiller assembly was defective. They replaced a chiller assembly, and all issues were resolved.